Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 failed. A field service engineer opened the back of drawer and inspected, cleaned out many medicines in back and turned off medstation and opened back of drawer two and then reseated all the cables on drawers 3.1 and 3.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 was failed. The customer reported that the user was able to remove the medication from another station of the unit resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.